Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received and were reviewed: on (B)(6) 2021, the patient had a revision to address pain, progressive varus deformity, and aseptic loosening right knee. Preoperative radiographs showed subsidence of the tibial tray and femoral component. The femoral component and tibial tray were noted to be loose with osteolysis and significant inflammatory synovitis. It was noted that several years prior to the current revision, the patient had presented with swelling and inflammation and had an aggressive debridement with polyethylene liner exchange, which came back negative for infection. Depuy components were used during this current ((B)(6) 2021 procedure.)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient indicated that in 2012 she had her right knee replaced. In 2013 she experienced a bacterial infection and was treated with IV atbs and an I&d. Patient was also admitted to the ICU during this event. Since that infection the patient has continued to experience swelling, discomfort and the last 8 months her "knee" has shifted. She is unsure what implant(s) have shifted. She is scheduled for a revision surgery on (B)(6) 2021. This was captured in (B)(4). Doi: 2012, doe: 2013, right knee.